Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device which triggered inappropriate episodes of atrial fibrillation. Also, the lead exhibited far r oversensing. Programming changes were discussed but not made. No patient symptoms were reported.